Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert. In addition, the battery gauge was observed to be fluctuating, and the pump subsequently shutdown. The customer's blood glucose was 152 mg/dl. Reportedly, the alert cleared and the pump successfully began charging after the pump was reset.